Event description:
Replaced ruptured saline implant, with upsize and original capsules (allergan 68mp) started getting chronic sinus infections a month later, diagnosed with primary immune deficiency and treated with ivig therapy, due to explant (B)(6) 2017.